Event description:
It was reported that a longevity estimation was made of 11 months (using the settings 4.25 volts, 300 microseconds, 125 hertz, 2 cathodes and 4 anodes). There was no group impedance performed. The battery was reportedly being moved to a new location or repositioned. The manufacturer representative was to discuss options with the healthcare provider (hcp), as the patient had the device implanted in (B)(6) 2013 and it was likely to be at end-of-service (eos) by (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, serial# unknown. Product type: lead: product ID neu_ptm_prog, lot# unknown, serial# unknown. Product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient did not receive a new implantable neurostimulator (ins). The doctor did not want that to happen. It was reported that the patient's ins was programed to "scheduled therapy". It was reported that the patient was receiving "good therapy".